Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using different charging supplies, but since these had to be returned to the hcp office, replacement charging supplies were sent via 2-day shipping. The customer declined a follow-up call and will contact support again if the issue persists.